Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-april-2024, it was reported by the patient that infusion set was leaking from site within few hours of use. No further information was available.